Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high out of range shock impedance. Technical services (ts) reviewed the data which showed the value was at 125 ohms and recommended continued monitoring or lead replacement. This lead remains in service. No adverse patient effects were reported.